Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous, and moderately calcified de novo lesion in the distal left anterior descending artery. During preparation resistance was felt when removing the protective sheath off the 2.5x33mm xience alpine stent delivery system (sds). Following pre-dilatation with a 2.0x20mm trek balloon dilatation catheter, the 2.5x33mm xience alpine (sds) was advanced; however, resistance with the anatomy was felt. Once at the target lesion, the sds was inflated once and it was noted that the stent was not on the sds. The sds was removed. The stent was found stuck and damaged in the yellow protective sheath. The procedure was successfully completed with a new 2.5x33mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement and material deformation was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. The reported difficult to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience alpine stent delivery system was advanced to the lesion; however, upon inflation, the physician could not see the stent. Upon removal of the stent delivery system, it was noted that the stent was not on the balloon and that the stent implant was found inside the protective sheath. It was confirmed that the stent dislodged during preparation phase. It should be noted that the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use, specifies: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.